Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a sling procedure in 2007. Following the procedure, the patient experienced vaginal bleeding and infection due to post-operative mesh exposure. The patient underwent excision of a 6 cm piece of mesh on (B)(6) 2015. Additional information has been requested.